Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation, device dislocation ("migration"), device expulsion ("patient complains of having a piece that looked like gauze to come out of vaginal area"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal). Concurrent conditions included bronchitis, low blood pressure, gerd, heartburn, arthritis, vaginal bleeding, lower abdominal pain and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia and allergy to metals ("possible reaction to essure implant"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, device expulsion, genital haemorrhage, autoimmune disorder, pelvic pain, dysmenorrhoea, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed tubal occlusion (from mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration"), device expulsion ("patient complains of having a piece that looked like gauze to come out of vaginal area"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal). Concurrent conditions included bronchitis, low blood pressure, gerd, heartburn, arthritis, vaginal bleeding, lower abdominal pain and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and allergy to metals ("possible reaction to essure implant"). The patient was treated with surgery (laparoscopic supracervical hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, device expulsion, genital haemorrhage, autoimmune disorder, pelvic pain, dysmenorrhoea, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed tubal occlusion (from mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.